Manufacturer narrative:
Initial reporter additional email address: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and deflation.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported right side capsular contracture baker grade iii and ptosis via operative report. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported right side capsular contracture baker grade iii and ptosis via operative report. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening additional observations: wear abrasion observed on the device. Crease fold observed on the device. Yellow particles observed inside the device.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported right side capsular contracture baker grade iii and ptosis via operative report. Device has been explanted and replaced.